Event description:
During an atrial fibrillation ablation procedure, the hemostasis valve was noted to be leaking. The sheath was replaced to resolve the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.